Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1194 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redy1194) have been reported from the same facility in the (B)(4).

Event description:
It was reported that a patient has had two piccs split and they had to be removed. Patient was receiving chemotherapy. Both piccs were secured with securacath. PICC were all 45cm and measured at 39cm at skin and 40cm at skin respectively. This report addresses the first PICC.